Event description:
Tubing for thermoguard failure. "Intravascular cooling started on post outside hospital arrest. Thermoguard not reaching goal temp of 36.0 degree celsius and no alarms. "Air in trap" alarm, but no air noted in trap but air in cooling line. No injury to patient as cooling fluid or air in the cooling systems does not reach patient when catheter intact, however unable to meet goal temp 6 of 8 hours, then increased temp to 36.9 with equipment change out. Soft portion of cooling tubing leaking into the pump raceway / peristaltic pump. Thermoguard sent to clincal eng. To examine and dry rotor." "Pump was removed, dried and unit was tested with no issues found, unit was ran for several hours with no issues found. Returned to service. This unit is 1 week old so no previous service events."